Manufacturer narrative:
The field service engineer inspected the module and replaced the gear pump head. He recalibrated and verified the gear pump head pressure, cleaned the ultrasonic mixers, performed a full system alignment check, adjusted and verified the cuvette water levels and sample probes, and inspected the wash stations. The investigation did not identify a product problem. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 889247. The expiration date was not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable creatinine plus ver.2 result from one patient sample tested on the cobas 8000 c702 module. The initial result was 143 umol/l. The repeat result was 54 umol/l. The initial result was questioned due to a normal urea result, prompting the patient's sample to be rerun.